Event description:
Three insignias allegedly have broken plastic pieces when they attach at the cross brace. They are not coming out of the box broken. They are allegedly breaking 1-3 days of delivery. No injury alleged.